Event description:
It was reported to covidien on (B)(6) customer states that after catheter placement, cracks were found on the connection between the arteriovenous end cap and the hose, and blood oozed out. The catheter was pulled and replaced. The pt involved without injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.